Manufacturer narrative:
The reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR)/sterilization record review of the packaging lot could not be performed since there was no reported lot number, packaged good item number/upn or even port device model/product family. The port was implanted into the patient more than 6 years prior to the patient's infection. There was no report of port device malfunction or performance issue during use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would have likely occurred shortly after the implant date and not more than 6 years later. Device directions for use (dfu) cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection is cautioned in all port product family device dfu as a potential complication of port system use. Risk management and labeling review cannot be performed since the packaged good item number/upn and even the port device model/product family is unknown. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
On (B)(6) 2012, plaintiff underwent placement of an implantable vascular access device, a power port, which defendants manufactured, sold, and/or distributed to plaintiff, through her doctors, to be used for delivery of drug therapies. The device was defective. On (B)(6) 2018, plaintiff was taken to the emergency room at (B)(6) hospital in (B)(6) with high grade fevers and worsening abdominal pain. It was noted that plaintiff had a history of cellulitis associated with the port extending up to her neck. She was diagnosed with bacteremia and admitted to the hospital. The infection and bacteremia were caused by the port-a-cath. On (B)(6) 2018, the port-a-cath was surgically removed. Plaintiff remained hospitalized until on (B)(6) 2018, when she was discharged with antibiotics. On (B)(6) 2018, plaintiff was again admitted to (B)(6) health with severe sepsis with lactic acidosis. She was discharged on (B)(6) 2018. On (B)(6) 2021, plaintiff was admitted to (B)(6) hospital where another port-a-cath was implanted, an angiodynamics bioflo titanium port (ref: (B)(4), lot: 5638250), which defendants manufactured, sold, and/or distributed to plaintiff through her doctors, to be used for delivery of drug therapies. The device was defective. On (B)(6) 2023, plaintiff was admitted to (B)(6) hospital in (B)(6) with complaints of severe abdominal pain. It was determined that she had developed septicemia and staph epidermidis secondary to an infected medi-port (the bioflo port). The bio-flo port was surgically removed on (B)(6) 2023, and plaintiff was discharged on medications on (B)(6) 2023. Plaintiff was hospitalized from on (B)(6) 2018, from on (B)(6) 2019, and from on (B)(6) 2023. Reference: 1317056-2025-00349, (B)(4), port 2.